Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected of exhibiting premature battery depletion and unexpected longevity issues. Differing remaining longevity estimates had been displayed by the device over the prior year. A request was made to have data from this device analyzed. No adverse patient effects were reported. This crt-p remains in service.